Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter: the customer stated "tubes don¿t draw enough volume of blood."

Manufacturer narrative:
Investigation summary: bd received samples from the customer for investigation. 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had under-fill or low draw of a tube with blood. This event occurred 50 times. The following information was provided by the initial reporter: the customer stated "tubes don¿t draw enough volume of blood."